Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that their leg had been shaking since they went through an airport security all body scanner. The patient noted that they were not experiencing any pain and that therapy was working. The patient was wondering if the scanner could be the reason why their leg was shaking at night. The patient stated that they turned the therapy off the night before report because of the leg shaking. The patient was reviewed airport security guidelines, possible emi that could interfere with ins, and what that could cause. The patient was told that there was not anything directly in labeling regarding leg shaking and that it would be best for them to follow up with a healthcare professional (hcp) for further evaluation. The patient was to follow up with a hcp and noted that the change in therapy/symptoms was sudden. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.